Event description:
Crew responded to a medical call, the pt was an asthmatic. The device operator stated they believed the pt was starting to go bad and attached disposable defibrillation electrodes to the pt. Reportedly, the device indicated connect electrodes and the pt's rhythm could not be viewed. The device operator checked the electrode connections and cable connections but could not clear the indication. ECG electrdoes were attached to the pt and was not in shockable rhythm. The reporter stated there were no adverse affects to the pt as result of device operation.